Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device via a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the clip of the starclose se device became stuck on the vessel locator wings and was unable to be deployed at the site. It was also noted that there was resistance advancing the thumb advancer the last centimeter; however, the sheath split completely. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to deploy the thumb advancer/splitting the sheath and clip caught at the distal end were confirmed. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The reported difficulties were concluded to be related to a potential product quality issue. The subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.